Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, the pt reported that in the fall of 2009 he had an elevated blood glucose reading. His target range is 80-150 mg/dl. He said he then noticed his insulin infusion set was disconnected from his body. He stated the headset was completely out of his body. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.